Event description:
It was reported by the aci vascular closure specialist that a pt underwent a catheterization procedure on (B)(6) 2012 at 11:18. Access was obtained at the right femoral artery. Peri-procedure the pt was anticoagulated with coumadin and asa. Following the procedure, the physician selected the mynx cadence vascular closure device 6/7f to close the access site. It was reported that the device was deployed, and manual pressure was held for 5 mins for hemostasis. The pt's right groin was documented as unremarkable with no bleeding. At 12:12 the pt was transferred to pre/post. At 16:11, after the pt was ambulated in the hallway, prior to discharge, the pt's right groin began to bleed. The pt was rushed to bed. A hematoma was noted, described as baseball size. Pressure was then held at the access site. The cl staff applied a femostop at the access site. At 17:10 the pt's right groin site was documented as swollen at site with no increase in size. At 17:23 the femostop was removed by the cl staff. At 18:44 the pt was transferred to cvicu for admission for observation. At 19:03 us were performed: no large hematoma or pseudoaneurysm was identified. At 19:50 the rn documented the pt's groin site as eccyhmotic. The pt was discharged home on (B)(6) 2012 at 13:25. The pt did not receive any blood transfusion.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided, the cause of the reported event could not be determined. The review of the lhr (lot f1134709) indicated that the mynx lot met all established performance criteria prior to shipment.